Event description:
Allen medical was contacted by a customer with a repair request on april 11, 2008. During the conversation, the customer made mention that the unit was damaged prior to a 2007 injury incident involving a former employee. There had been a labor/legal dispute with the employee which had recently been resolved and the unit was now available for repair. The former employee claimed a lower back injury resulted from the attempted operation of the damaged tower. (The tower's height adjuster's require users to grasp the knob and to apply pressure, pulling upward to set the desired height for the IV tower hooks.) It was either during the manipulation of the knob or the bending over to reach the knob that cause the alleged injury, the hospital reports. The severity of the reported back injury and the recovery status of the former employee were unavailable.

Manufacturer narrative:
On return, the tower assembly was found to have three bent rods with one that was difficult to raise with drag/interference. The side opposite of the damaged rod had a visibly bent hook, likely from the impact of the tower falling over at some point and impacting on the floor. Engineering assessment, which required dismantling the unit, revealed further wear which was accelerated due to continued use after being damaged. The lower guide was worn away in a distinct wear pattern and the springs were worn due to use after the impact damage. Someone at the customer facility placed an "internal safety check" sticker on the product dated 2007 (the same month as the employee incident.) It is unclear if the check occurred prior to or after the incident (the reporter was unsure.) It is also unknown if any work or alteration had been conducted on the tower at the customer's facility. Allen can not clearly attribute an injury to the damaged rods and internal components, but the unit was clearly used after heavy damage was sustained - which is consistent with the customer's report.